Event description:
A (B)(6) male pt contacted zoll customer support to report that neither of his batteries will power up the monitor. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (blank screen) has been confirmed. Upon evaluation it was found that the flash memory chips (components u102 and u105) were corrupt and needed to be replaced. The root cause of the defective flash memory cannot be positively identified. No adverse event resulted from the corrupt memory. The pt received a replacement monitor.